Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: according to the information received, the patient underwent the open reduction internal fixation surgery for right humeral shaft fracture with the two drill bits in question. During the surgery, the radiolucent drive with the drill bit stopped working with an abnormal sound. The surgeon cooled down the radiolucent drive with the saline and used it again and again, but the operation was not progressed. The surgeon used another drill bit and the surgery was completed successfully within 30 minutes delay. The surgeon commented that the radiolucent drive might have some defect, or the drill bits might be dull, and it caused this event. Two drill bits were returned to depuy synthes for evaluation. Depuy synthes then conducted visual and dimensional inspection of the returned devices. Visual analysis of the returned drill bit (lot# u336043) determined that the plastic driver of the received drill bit is at the forefront strongly deformed and has a black discoloration at the damage. It looks like the device was overheated in this area and did partially melt due to the heat. In addition, the cutting edges of the drill bit present strong signs of use and are quite blunt. Dimensional analysis did not detect any deviation from the specification. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Based on the information currently available, visual inspection of the returned product indicates that the drill did turn freely in the coupling of the used power tool. This means the coupling of the power tool did spin on the driver which did lead to an overheating and the melted surface of the driver. The exact reason of this occurrence cannot be defined, it can only be assumed that the drill bit was not properly inserted into the power tool. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot part: 03.010.100. Lot: u336043. Manufacturing site: selzach. Supplier: orchid bridgeport. Release to warehouse date: may 13, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part: 03.010.100. Lot: u323603. Manufacturing site: selzach. Supplier: orchid bridgeport. Release to warehouse date: nov. 13, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot# reported d9: device returned d11: concomitant device reported: g1. Manufacturing site name h4. Device manufacture date h3, h6: the subject device has been received and the product evaluation is in progress. No conclusion can be drawn. H11: d4,lot# d9: complainant part was returned for manufacturer review/investigation. G1. Manufacturing site name device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: lot#, d9:, g1. Manufacturing site name

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter facility name: (B)(6) hospital. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for right humeral shaft fracture with the 2drill bits. During the surgery, the radiolucent drive with the drill bit stopped working with an abnormal sound. The surgeon cooled down the radiolucent drive with the saline and used it again, but the operation did not progress. The surgeon used another drill bit and the surgery was completed successfully with a thirty (30) minute delay. The patient was reported as stable. Concomitant devices reported: drill bit ø3.2 calibr l145 3flute (part number 03.010.103, lot unknown, quantity 1), radiolucent drive (part number unknown, lot unknown, quantity 1). This report involves one (1) 3.2mm three-fluted radiolucent drill bit/needle point/145mm. This is report 2 of 2 for (B)(4). This product complaint, (B)(4), is related to (B)(4).